Manufacturer narrative:
Result: an investigation was not possible because no product was sent for investigation. It is possible that protein deposits inside the valves affect the function of the progav® 2.0 and have led to a blockage . As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the blockage, this would be require an examination of the valve.

Event description:
New information with the incoming product. Patient information: age: 2 years, weight: 15 kg, height: 80 cm, removal date: (B)(6) 2020.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: small deposits within the prechamber. Permeability test: the test showed that the progav 2.0 shunt system is permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 is non-permeable, while the shuntassistant and the ped. Prechamber are permeable. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valves. After dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation, we are able to substantiate the claim of "blockage". Further the impairment of adjustment could not confirm at the time of our investigation. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Further information will be provided in a follow-up report.

Event description:
It was reported that there was a problem with a progav 2.0. The product was implanted in the patient on (B)(6) 2018. In (B)(6) 2020, the patient went to the hospital for reexamination after feeling unwell. It was found that the valve pressure could be adjusted, but the cerebrospinal fluid could not be discharged. Further information not yet available.